Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The insulin pump had motor error stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracks at the corner display window, cracked battery tube threads, scratches on the lcd window and cracks at the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 461 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they received a motor position encoder error alarm in addition to the motor error alarm. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.